Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing. A follow up with the patient¿s healthcare provider yielded that the ra lead continues to be monitored with no intervention performed for the ffrw. The lead remains in use. No patient complications have been reported as a result of this event.